Event description:
It was reported that the customer had gone swimming 20 minutes with the insulin pump on. The customer attempted to dry the insulin pump with a hair dryer. After placing in a battery, the insulin pump had a blank display. The customer stated that there was moisture damage on the lcd screen. The customer's blood glucose was 253 mg/dl. The customer treated herself with a manual injection. The customer further stated that there was a constant tone occurring. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had blank display due to moisture damage on electronic assembly. Unit had moisture damage on motor. Unable to test for back light anomaly due to blank display. Unit had cracked case at display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.